Event description:
It was reported that the patient presented to the clinic for follow-up. Review of the electrogram (egm) revealed that the implantable cardioverter defibrillator (ICD) exhibited atrial and ventricular oversensing noise. Programming changes were performed, and the oversensing noise was resolved. After the programming changes, atrial under-sensing was noted on the ICD, with the atrial channel currently programmed to the least sensitive setting. There were no patient consequences.